Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an altitude alarm. The customer thought the "pressure release" on the pump may have been inadvertently covered. The customer's blood glucose level was not impacted. There was a temporary delay in clearing the alarm and resuming insulin delivery.